Event description:
It was reported that the og orogastric tube was stocked as a product replacement for a product that has external measurement markings, this tube product did not. The og tube was placed on redacted date and presumably migrated potentially contributing to or causing gastric perforation requiring emergency abdominal surgery. Chemotherapy being used on the patient at the time of the event that may have caused or contributed to the event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review is not required because labeling could not have prevented the reported issue. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the og orogastric tube was stocked as a product replacement for a product that has external measurement markings, this tube product did not. The og tube was placed on redacted date and presumably migrated potentially contributing to or causing gastric perforation requiring emergency abdominal surgery. Chemotherapy being used on the patient at the time of the event that may have caused or contributed to the event.